Event description:
Baxter (B)(4) received a report that an infusor leaked from a pinhole in the reservoir during storage. The device was filled with a solution of fluorouracil. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak inside the housing was confirmed. Visual examination of the sample showed no signs of physical abnormality. When water was added to the reservoir for functional testing, a pin-hole leak was immediately detected on the reservoir. The root cause was determined to be a manufacturing defect. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue has been escalated to corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). The root cause was not a manufacturing defect. Before release, 100% of the devices are manually tested by filling with water and inspecting the integrity of the reservoir. This defect would have been caught during this inspection. Therefore the root cause of the pin hole on the reservoir was unable to be determined.